Event description:
The customer reported that when an images is recalled, it does not match the thumbnail view. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.